Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The engineer of olympus france visited the user facility, confirmed that the reported event was reproduced, and replaced the dr board on site. Olympus medical systems corp. (Omsc) reviewed the change history of the device parts and confirmed that the design of the dr board was changed on april 16, 2018. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, since this device was manufactured before the operational amplifier circuit design change of the dr board, it is possible that the endoscope image was not displayed only when the olympus 180 series endoscope was connected due to the failure of the operational amplifier. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. An olympus field service engineer will visit the user facility to inspect the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed when using the device with an olympus 180 series endoscope. The reported event occurred when the device was turned on. There was no report of patient injury associated with the event.